Event description:
It was reported that the right ventricular (rv) lead had rising thresholds since implant and are now high. It was also reported that the device had premature battery depletion due to the high rv thresholds. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacemaker 2009 (B)(6); 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.